Event description:
During preparation for use for a cardiopulmonary bypass procedure, the device would not operate as expected on backup battery power. The device was replaced with an alternate. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.